Event description:
It was reported that several aborted therapies were found due to noise. Varied impedance was noted over the last several months. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 35.3-35.6cm and 37.3-37.4cm from the distal tip, consistent with friction to another device. Etfe coating was intact at these locations. Internal insulation abrasions were found under the rv shock coil at 4.6-5.1cm from distal end. Rv cable etfe coating was abraded at 4.8-5.0cm from distal tip. The complaint of noise could not be confirmed. Electrical tests that were performed on the lead indicated normal values.